Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s2; occurrence: a complaint history check was performed and this is the 1st related complaint for difficult/unable to operate on lot # 9064621. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g has experienced inability to deliver insulin during use. The following has been provided by the initial reporter: it was reported that the consumer was not able to press the pen after dispensing partial dose. Event description per snow case states, consumer reported he is not able to press the pen after dispensing partial insulin during the injection. He does the priming. He sometimes visually tests the needle to see if its straight. He uses new pen needles for his injection. He does rotate the skin site for his injection. Sample discarded.